Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse checked dispense and aspirate functionality for all fluid lines, and replaced the base pump, air ionizer and pump 5. The cse also changed the acid and base reagents and cleaned the fluid lines. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia centaur cp instrument, resulting lower both times. The repeat result from the alternate advia centaur cp instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2016-00038 was filed on february 01, 2016. Additional information (03/02/2016): a siemens customer service engineer (cse) specialist and regional support center (rsc) specialist performed precision troubleshooting several times but the issue did not resolve. The advia centaur cp instrument will be replaced with an alternate advia centaur cp instrument.